Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was 67 mg/dl. The customer did not recall any significant events leading up to this issue. During troubleshooting, the customer reported that the up button became unresponsive. The alarm history also showed that multiple error alarms had occurred. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected beeping noises were noted during testing. The pump was received with missing segments due to an open zebra connector on the lcd. An alarm was noted during testing due to a broken solder joint on the interface board. No other alarms noted during testing. Several other alarms were noted in the alarm history screen due to a corrupt history file. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. The pump also had intermittent button response during testing due to an unlocked lcd connector.